Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly stopped responding during a surgery. The customer added that the user attempted to power down and reset the pyxis and once powered back up the pyxis would not restart. The pyxis would only show black screen with a data cursor that blinks in the top left corner of the screen. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-feb-2022 to 22-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station needed a reimage. Field service engineer reimaged the station to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station needs to be reimaged. Reimaged the station to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a surgery. The customer added that the user attempted to power down and reset the pyxis and once powered back up the pyxis would not restart. The pyxis would only show black screen with a data cursor that blinks in the top left corner of the screen. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.